Event description:
It was reported to boston scientific corporation that an obtryx sling was used during a vagina mesh transoburator tape procedure performed on (B)(6) 2008. There were no complications reported immediately at the conclusion of the procedure. According to the complainant, in 2012, she felt a popping sensation on her right groin. In 2013, she had difficulty standing up from a sitting position. She experienced constant pain and discomfort on her medial right groin to her knee and perineum. She consulted a urogynecologist who was not familiar with the late onset sequelae of mesh. Groin symptoms progressively worsen, the physician performed a pudendal block with no result or relief. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The exact age of the patient is unknown; however, it was reported the patient was over 18 years. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is (B)(4).